Manufacturer narrative:
Failure analysis for fiber 0010-2400-531b-1736: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char on metal surface; the glass tip exhibits signs of crystal deposits; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 180,181 joules of use and 28:54 minutes, while using the surgical fiber during a prostate procedure, the fiber tip was reported to have been "charred" after reflecting off a prostatic stone. The fiber tip / cap was not cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.